Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: professional reports that when the venous access was flushed, through the valve, it presented extravasation by its sides. This issue is very often, even with valves that are exchanged in the same time,

Manufacturer narrative:
H.6. Investigation: an mz1000-br product was not available for investigation; however the customer confirmed that the complaint sample was from lot: 21056464. The feedback indicates that an extravasation occurred out of the sides of the maxzero, however no further information was provided to assist the investigation in this instance. A review of the production records for lot: 21056464 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter: professional reports that when the venous access was flushed, through the valve, it presented extravasation by its sides. This issue is very often, even with valves that are exchanged in the same time.